Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05798. On (B)(6) 2012, the pt received an scs system including an ipg and two leads (from the same lot). At the end of the implant procedure, the pt was no longer breathing or showing signs of a heartbeat. CPR was performed and the pt was resuscitated. Afterwards, the pt was admitted to the ICU. While in the ICU, the pt experienced lung failure and was placed on life support. On (B)(6) 2012, the pt was taken off of life support and passed away. Allegedly, the doctor does not believe the event was device related.